Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Event date unknown. As reported in an optease retrievable vena cava filter survey, respondent #19 reported the following: an inability to retrieve the filter successfully, fracture, tilt of the filter greater than 15 degrees, more than one attempt to retrieve and remove the filter, hematoma at the puncture site and the perforation of the vessel wall. Due to the tilting of the device, even though the inferior vena cava (ivc) was greater than 30mm, there was an inability to retrieve the filter. During a follow up imaging appointment, the fractured filter was able to be retrieved. There was no vena cava perforation. There was a hematoma at the puncture site due to anticoagulation. The perforation of the vessel was due to pushing at the vessel wall. Patient was followed up 30 days post filter retrieval. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " venous perforation, filter fractured, filter retrieval difficulty, filter tilt tilt is greater than 15 degrees¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The listed are known complications (with increased risks associated with filters not removed within 12 days of implantation) and are documented in the IFU as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the optease® retrievable filter has not been studied for long term implantation and must be retrieved within 12 days after placement. Possible procedure complications include, but are not limited to, the following: air embolism, hematoma at the puncture site, incorrect positioning of the filter, incorrect orientation of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolization, infection, intimal tear, filter fracture, thrombus formation. If the filter is not removed within 12 days of implantation, the possible long-term complications associated with filter implantation include but are not limited to the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ it was reported that the patient was followed up thirty days post procedure. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported in an optease retrievable vena cava filter survey, respondent #19 reported the following: an inability to retrieve the filter successfully, fracture, tilt of the filter greater than 15 degrees, more than one attempt to retrieve and remove the filter, hematoma at the puncture site and the perforation of the vessel wall. Due to the tilting of the device, even though the inferior vena cava (ivc) was greater than 30mm, there was an inability to retrieve the filter. During a follow up imaging appointment, the fractured filter was able to be retrieved. There was no vena cava perforation. There was a hematoma at the puncture site due to anticoagulation. The perforation of the vessel was due to pushing at the vessel wall. Patient was followed up 30 days post filter retrieval. The device is not available for analysis.